Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 427 mg/dl and other was 396 mg/dl. Customer stated that the insulin pump was eating batteries like crazy. Customer stated she put in a brand new battery on saturday and now the indicator showed half life for the battery. Customer experienced nausea and was light headed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer used the insulin pump bolus 15 units for treatment. The drive support cap appeared normal. Customer stated she can smell the strong smell of insulin. Customer reported leak at the reservoir. Customer declined to continue troubleshooting for other possible causes of high blood glucose. Customer reported air bubbles were noticed at the reservoir during therapy. The insulin pump will not be returned for analysis.